Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is getting an MRI because they started to experience delusions. It is unknown if the MRI and symptoms are related to the device or therapy. It was further reported that it was a sudden change in therapy/symptoms. The patient was admitted to the hospital. No further complications were reported or anticipated with this event.